Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device (vad) presented with low flows. A high mean arterial pressure (map) of 92 was identified as a contributing factor to the low flows. The patient was admitted to the clinic for further investigation.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d1: heartware ventricular assist system-outflow graft-serial or lot#: unknown. H3: no. H5: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and the associated outflow graft (unknown lot number) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed a slight decrease in power consumption and estimated flows starting on (B)(6) 2025 and sixteen (16) low flow alarms logged since (B)(6) 2024. As a result, the reported low flow event was confirmed. The reported outflow graft occlusion could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, cardiac arrhythmias, hypertension, and worsening heart failure are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of cardiac arrhythmia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Supplemental report is being submitted for additional information was received. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model#: 1125 / catalog#: 1125 / expiration date: dd-mmm-yyyy / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: dd-mmm-yyyy h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was admitted to the intensive care unit (ICU) due to a heart rate of 172 experiencing ventricular tachycardia (vt). The patient was shocked back into sinus rhythm and was given amiodarone via intravenous (IV) with poor effect, in which the vt led to over filling of the left ventricle (lv). An angiogram revealed narrowing of the outflow graft (ofg), and a balloon dilation was performed.